Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a bag had a loose connection and had become disconnected, which is a know cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill three of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that the heater bag became disconnected due to a loose connection. The technical service representative assisted the patient with recycling the power to clear the alarm, and reviewed proper procedures with them. There was no report of patient injury or medical intervention associated with this event. No additional information is available.